Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge showed that it was out of insulin after filling the cartridge with 400 units. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully.